Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. H2: additional information/device evaluation/correction information. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation: correction - missing type of investigation code based on data analysis findings in initial. H6: type of investigation ¿ additional information. H6: investigation findings: correction - missing investigation findings code based on data analysis findings in initial. H6: investigation findings ¿ additional information. H6: investigation conclusion: correction - missing investigation conclusion code based on data analysis findings in initial. H6: investigation conclusion ¿ additional information. H10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.